Event description:
The customer reported that the device shows a speaker malfunction inop at the central and bedside. No patient or customer harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer reported that the device shows a speaker malfunction inop at the central and bedside. No patient or customer harm was reported.